Manufacturer narrative:
(B)(4). The analysis results found that one ecr60t reload was returned unfired and with the cartridge pan partially engaged at the proximal end and damaged. The returned reload was noted to have two drivers out of position. No functional testing could be performed to the reload due to its condition. While no conclusion could be reached as to how the drivers got out of position and the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): empty. The analysis found that the device was received in good visual condition and with a cartridge loaded on the device; it was noted to be fully fired and in good visual condition. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the knife was noted nicked. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process a photograph was received and based on the photographic evidence the complications reported were confirmed. It is believed the complication was the result of deck deflection because the targeted combination of buttressing material and tissue thickness was beyond the pse60a device/staple cartridge selections ability to bring the tissue into thickness compliance.

Event description:
It was reported that during a laparoscopic sleeve procedure, the device delivered malformed staples. The surgeon uses seam-guard from gore. Case completed with same device and the malformed staple lines were over sewn with 3-0 vicryl. There were no patient consequences.